Event description:
Bio tech's customer has complained of receiving a shock from the ultrasound applicator. The applicator was being used in conjunction with an intelect advanced.

Manufacturer narrative:
The device has been received and is currently under eval. The device eval and any additional findings will be provided upon conclusion of the device eval.